Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04424. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior posterior colporrhaphy with sacrospinous ligament fixation due to stress urinary incontinence and third degree cystocele and rectocele with stress incontinence and some mild apical prolapse.

Manufacturer narrative:
(B)(4): it was reported that following insertion of the mesh the patient experienced pelvic pain and dyspareunia. It was reported that the patient underwent mesh excision with the concurrent procedure of cystotomy on (B)(6) 2010.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.